Event description:
The hospital reported that the ultrasound image was "whited and spotty" to the extent that, the physician could not complete the procedure. The procedure was completed with a different, but similar device. There was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Our investigation confirmed the device to have image difficulties including whiting and a spotty appearance. The evaluation identified large bubbles in the oil inside the plastic cap at the distal tip of the endoscope, which can cause image distortion. There was also evidence of physical damage to the distal tip of the device, which may have caused or contributed to the reported event and findings. This report is being filed as an MDR in abundance of caution.